Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv lead perforated the patient on the same day as implant. The pocket was re-opened and the lead removed.